Manufacturer narrative:
The test reservoir does not stay locked into place due to reservoir tube lip damage. The insulin pump was received with broken reservoir tube lip, cracked battery tube thread, racked case near display window corners, cracked on the display window and minor scratches on display window noted. The insulin pump was missing reservoir tube lip o-ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there is a piece broken off where she screws the reservoir into. The customer mentioned that she has to tape it down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.